Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and a portion of the product packaging for evaluation. Visual inspection of the sheath revealed several kinks and bends throughout the body, particularly near the distal tip. The dilator was removed from the assembly and observed to be bent in the same approximate locations as the kinks in the sheath. The returned portion of the product pouch showed significant creasing throughout. The damage appears consistent with defects caused by shipping and handling. The sheath body length from the hub to the distal tip measured 18 1/4" which is within the specification limits of 18 1/8"- 18 7/8" per product drawing. The sheath body outer diameter in an area that was not crushed measured 0.1395", which is within the specification limits of 0.136-0.140" per the sheath wrapped product drawing. The dilator was inserted through the proximal end of the sheath. The dilator met significant resistance at the kinked portion of the sheath but was able to pass through completely. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage. Do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer re-port of a kinked sheath was confirmed through investigation of the returned sample. The sheath contained two major kinks which aligned with the creases/folds in the packaging. Despite this, the sheath passed all other relevant requirements. Therefore, based on the customer report and the sample received, shipping and storage likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "prior to the procedure according to IFU, the md discovered that the tip of the sheath was not smooth."

Event description:
It was reported that: "prior to the procedure according to IFU, the md discovered that the tip of the sheath was not smooth."

Manufacturer narrative:
(B)(4).